Event description:
It was reported that the pump had a wireless issue. Lights up does not download update. No patient involvement or injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed there was a non-original equipment management (OEM) top case found on the device, there was a broken tube holder and missing logo on the top case, the bottom case cracked by the l bracket, the battery door was cracked, the right plunger case was cracked, and there was visible contamination. A review of the event history log (ehl) found nothing pertaining customer stated wireless issue. During functional testing using the reported problem was duplicated. Unable to connect using ethernet cable to download script and unable to connect to our wireless access point test fixture. The root cause of the issue was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. Device will be quarantine due to non-OEM top case was found in device.